Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp), which was believed to be caused by oversensing of electromagnetic interference (emi). Because of this, there was a pause in therapy for 2.5 seconds. Technical services (ts) recommended programming options. No additional adverse patient effects were reported, and this crt-d remains in service.